Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2026 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2026 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2026 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2026 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.

Event description:
An international distributor reported that their customer's AED battery pack was depleted, when tested with a spare battery pack, the AED did power on and prompted a service code. The customer did not report this occurring during patient use.